Event description:
It was reported that the pump was not completely infusing. According to the patient, from a 526 milliliter bag, the pump was infusing a different amount of medication, on two different days, over the same rate of infusion and time. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned however the pump operator manual (warnings) section states "system delivery inaccuracies beyond plus or minus 6 percent may occur as a result of back pressure or fluid resistance, which depends upon temperature, drug viscosity, catheter size, extension set tubing (for example, microbore), in-line components (such as filters and needleless access connectors), and placing the infusion reservoir and/or pump above or below the level of the patient. System delivery inaccuracy may result in under or over delivery of medication". The device in question would need to be returned for inspection of the pumps event log and delivery accuracy tests. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: b5: correction: describe event or problem: updated with additional information received.

Event description:
Additional information was received via email from customer on 02-nov-2022 and attached by the manufacturer to complaint object. Per complaint form, a complex care patient on service is concerned about radio frequency interference. The patient is ventilator and wheelchair dependent. She has a battery-operated wheelchair and ventilator hooked to the back of her chair, along with an infusion pump. The patient has had multiple issues with her infusion pumps where volume is left in the bag. It is unsure if this is related to the tubing set or something else. All pumps have been sent back to the manufacturer for evaluation. The patient is intelligent, well read, and participates in multiple support groups. The patient has come across FDA reports and articles from other reputable sources that state interference is a potential with her ambulatory infusion pump being in such proximity to her other devices (ventilator and chair). She has communicated her concerns to her provider and payor who are looking for answers from the manufacturer or biomed.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: b3: correction: date of event: 09/12/2022, h3: correction: device evaluated by manufacturer: device not returned to manufacturer.